Event description:
It was reported that the battery's gauge was fluctuating which resulted in the pump shutting down. Additionally, it was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the pump was reset, and the customer continued to use the pump for insulin therapy. The customer's blood glucose was 300 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.